Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4)

Event description:
Information was received from the health care provider (hcp) via the manufacturing representative, regarding a female patient receiving intrathecal morphine via an implantable infusion pump. The indication for use of the device was for lumbar radiculopathy and multiple sclerosis. It was reported that on post-operative day 2 after implant in (B)(6) 2009, the patient complained of a headache. The surgeon decided to wait and let the leak heal itself. The patient was given extra fluids. The following day, an epidural blood patch was performed, but the headache (spinal) persisted. On (B)(6) 2009, the patient vital signs were stable but the headache still persisted. No signs of meningeal signs. The headaches were not positional. The patient was given toradol, which had been helpful in decreasing the pain. On (B)(6) 2009, the patient's headache improved. A CT was performed, and showed a thickening of the ethmoids, but then the patient was complaining of constipation and was given relistor. On (B)(6) 2009, the patient was given a repeat blood patch and neurology was consulted. On (B)(6) 2009, the pain had improved and their bowels were working. The patient was discharged home, and was to follow-up in one week. If additional information is received this report will be updated.

Manufacturer narrative:
After additional review, the previously reported patient code (B)(4) was determined to not apply to this event.